Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended. (B) (4).

Event description:
The customer reported the intermittently black out when the c is in the oblique position. No pt injury was reported.